Manufacturer narrative:
(B)(4). This reported was received from a nurse via the baxter patient support program (patients retention program korea). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with automated peritoneal dialysis (apd) therapy. The cause of peritonitis was not reported. It was not reported if the patient was hospitalized for the event. On an unreported date, the patient began treatment for the peritonitis with unspecified antibiotics (dose, frequency and route not reported). At the time of this report, the peritonitis was resolving, the patient was recovering from the event and dianeal/extraneal therapies were ongoing. No additional information is available.